Event description:
It was reported, the patient experienced discomfort at the ipg site due to losing a significant amount of weight. Subsequently the patient underwent surgical intervention on (B)(6) 2015 where her scs system was explanted. Please note the exact date when the patient began experiencing discomfort at the ipg site is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.